Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6)2, confirmed a deposition that could have contributed to the reported low flow alarms. It was reported that the patient received a pump exchange on (B)(6) 2025 and was later discharged. Examination of the blood-contacting surfaces revealed a deposition in the distal end of the inflow cannula. The appearance of the deposition appeared consistent with inflow cannula ingestion resulting in a low flow state. The origin of this biological material could not be determined through this investigation. Depositions of coagulated blood were noted in the vanes of the rotor, as well as in the pump cover interior and outflow graft. These depositions appeared to have developed as a result of poor surface washing due to an interruption in flow through the pump caused by the inflow ingestion. The sequence of events captured in the submitted and retrieved log files appeared consistent with biological material being ingested into the pump during support. Visual examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations. The pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and patient handbook, rev. A is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 - describe event or problem updated. H6 - adverse event problem updated. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The tee also showed that the interventricular septum was in the midline position. The aortic valve was predominantly in the open position. There was no evidence of no flow shown in the pump from the tee. A graft/tubing extends from the left ventricular assist device medially from the device and then ascends superiorly to an anastomosis with the distal ascending aorta. The distal portion of this tubing approximately 3.8 cm back from the aorta is patent. However, the majority of this tube is thrombosed, with no contrast filling. There was no changed to patient condition. The patient was fully anticoagulated on argatroban with a therapeutic activated partial thromboplastin time (aptt). There were no recent changed to the pump parameters. There were signs of cardiogenic shock and when the chest was opened, there was no kink or twist of the outflow graft from the aorta and including under the bend relief. The patient was later discharged, alive, and all well.

Event description:
Aortic insufficiency was not an issue with this case.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had persistent new low flows that started about 11:50 am on (B)(6) 2025 after walking. The log files captured low flow events beginning at 11:51 am on the morning of (B)(6) 2025. The flows dropped to as low as 0 lpm. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. There were no other unusual events recorded in the log files. The mcs equipment was operating as intended electronically and mechanically. The pump was exchanged on (B)(6) 2025 and an explant kit was requested.

Event description:
Pump thrombosis was identified to be the cause of the low flow alarms. It was noted there was outflow graft thrombosis in the pump. There was no patient symptoms observed during the time of the low flows. The pump exchange was due to the no flow seen in the ascending aorta and outflow thrombosis shown on the transesophageal echocardiogram (tee). The patient was later discharged and alive.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.